Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a laparoscopic ventral hernia procedure. The absorbable tacking device was being fired on mesh to prevent migration. Three absorbable tacking devices were used during the case. The tacks were not penetrating the mesh well. About a week or so after the original procedure, the surgeon went back in and the bowel had gone underneath the mesh and was starting to adhere. The mesh and tacks were removed and the hernia was revised. No damage to the bowel occurred. The patient has no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.